Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during an angioplasty treatment procedure, a balloon became stuck to a guide wire during insertion. A sterling mr 4.0x15/80 (4f) balloon became stuck to a v18 control wire when being inserted though the toughey. The guide wire was advanced and would not separate from the balloon. The procedure was completed with another same device. No patient complications were reported. However returned analysis revealed a mid-shaft separation.

Manufacturer narrative:
(B)(4). The sterling catheter was received with no original packaging or other devices. There was a complete mid-shaft separation 55 cm from the strain relief. The portion of the catheter distal to the separation (including the balloon, wire lumen and distal tip) was not received for analysis. Magnified inspection confirmed that the fractured end of the shaft was jagged, consistent with ductile deformation due to tensile overload. There were two (2) kinks in the core wire near the fractured end of the shaft and a kink in the shaft corresponding with one of the core wire kinks. The unavailability of the distal portion of the device prevented dimensional analysis and functional testing of the wire lumen. The shaft separation may be consistent with damage due to withdrawal forces applied after encountering guide wire resistance. There was no evidence that the shaft separation was attributable to any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).